Event description:
It was reported that patient dislocated so proximal body, bipolar and 26 head were removed. Revised and replaced the proximal body, bipolar and 26 head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding dislocation involving a uhr bipolar 26x47mm was reported. The event was not confirmed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves revision due to dislocation. The proximal body, bipolar, and head were all revised. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported that patient dislocated so proximal body, bipolar and 26 head were removed. Revised and replaced the proximal body, bipolar and 26 head.